Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the circumflex artery. Following pre-dilatation with an apex balloon catheter, a 12x3.00mm rebel stent was advanced but it was unable to deliver. When the device was removed, the stent stripped off and it was then found in the left main artery. The dislodged stent was removed with a snare. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a rebel stented catheter, and an unidentified snare device. The stent was completely removed from the catheter and was entangled in the snare device. The balloon had stent ¿witness marks¿ on the tightly folded balloon. The balloon, stent, tip and hypotube were microscopically, tactile and visually inspected. Inspection revealed numerous kinks in the hypotube and the tip was damaged. There was extensive damage to the stent, with some of the stent struts stretched out, with other struts bunched up/overlapping. Inspection of the remainder of the device found no damage or irregularities. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the circumflex artery. Following pre-dilatation with an apex balloon catheter, a 12x3.00mm rebel stent was advanced but it was unable to deliver. When the device was removed, the stent stripped off and it was then found in the left main artery. The dislodged stent was removed with a snare. No patient complications were reported and the patient's status was fine.